Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert and motor error alarm. The customer's blood glucose value was 110 mg/dl. The customer stated that the battery did not last one week. The customer was unable to troubleshoot during time of call because he was driving. The product was not returned for analysis.